Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump reservoir does not stay in place inside the reservoir compartment, had a failed battery test and no delivery alarms, and had a motor error alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alaert, e/a alarm and motor error alarm due to buttons not responding. Insulin pump received with cracked case reservoir tube window corner and broken belt clip slot. Motor passed motor test.